Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26. Sinus augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer.there were no reported patient injuries or complications.